Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: supracervical hysterectomy + bilateral adnexectomy by laparoscopy event description: the voyant device, after being clamped, could not be reopened. After 5 mm of normal use, the surgeon was unable to reopen the voyant¿s jaws. Additional information was received by nca ref via email on 18feb2: user report was received with additional information: ai translation: the clamp jammed after 5 minutes of use and could not be opened despite several attempts. Use of this device for a supracervical hysterectomy + bilateral adnexectomy by laparoscopy. Patient status: no clinical impact to the patient. Intervention: they opened a new voyant device to complete the procedure.